Event description:
On (B)(6) 2012, a customer obtained several higher than expected free t4 (frt4) results above the normal reference range for one patient generated on access2 analyzer. The patient had a normal tsh results in conjunction with the elevated frt4 results obtained. The result was not reported out of the laboratory; hence, no death, injury, or impact to patient treatment was impacted by this event. On (B)(6) 2012, the sample was repeated on an alternate methodology which produced lower results within the normal reference range. On (B)(6) 2012, the original sample was repeated on the same unit and similar higher than expected results above the normal reference range were obtained. This report addresses the event on (B)(6) 2012. Sample information was not provided by the customer. - customer advocate (ca) reviewed all three levels of the customer supplied frt4 qc information dated from (B)(6) 2012. All qc values were within 1-2 sd of the customer's established means prior to the event. However, only 1-2 qc results were supplied for each level of frt4 qc during the timeframe provided. - ca also reviewed the customer supplied frt4 calibration curve from (B)(6) 2012 at 16:42. The curve was accepted as passing and had acceptable %cvs. Note: the previous calibration curve obtained for frt4 was calibrated on (B)(6) 2011 and expired on (B)(6) 2011. - the customer also supplied a routine system check performed on (B)(6) 2012 which passed within the instrument's specifications. No other system check information has been supplied to date. Service was not dispatched for this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Customer has 4 samples for confirmation of frt4 values and discard any interference. This report is associated with: MDR 2122870-2012-00900, MDR 2122870-2012-00901, MDR 2122870-2012-00902, MDR 2122870-2012-00903. Other text: service not dispatched.